Event description:
Additional information was received. It was reported the patient's new cord and old controller was working, however the new controller was not. The caller confirmed they had everything they needed to charge and it was working.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), explanted: product type recharger product ID 97745, serial# (B)(6), explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's charging device didn't seem to be working. When they plugged in to charge the implanted neurostimulator, they would get the "trying to recharge" message every time. Sometimes they would charge for 15 minutes, the ins would say 100%, but then an hour later the ins "is dead" or sometimes they would charge for 3 hours, the ins only goes up 20%, and then dies. They basically wake up with the ins dead every morning and said before the issues they are having now started, a 100% charge on the ins would last about 24 hours. When trying to recharge they would keep going through the "trying to recharge" phase (passive recharge mode), then would stop and they would have to try again 4 to 7 times and mentioned the middle number would be always be between 90 and 98. When asked if the ins would be dead when the patient would get "no device found", the patient said they would see "no device found", then "back out" and see that the ins was at 30%, then plug in the recharger again and get "no device found". They confirmed they were saying they could connect to see the battery levels with only their controller, but would get "no device found" with the recharger plugged in. The patient mentioned they would get an error screen (screen details were asked for but unknown) roughly twice per week which they would resolve by resetting the controller. The issues started the first week of march, and now the last few days they noticed the battery would be 100% (even though they had not charged long enough to be at 100%) then a few hours later it would be dead again. The patient was already trying to recharge during the call and reported seeing "looking for a device" then the "unable to recharge" screen (which indicated the patient was already going through passive recharge mode). They started another round of passive recharge mode and reported the middle number was 97. The patient said their ins was dead, however when the patient unplugged the recharge r to check the controller port and recharger plug, the patient reported seeing that the ins battery was at 70%. They did not see any damage to the recharger or controller port. The issue was not resolved. The patient also noted that their controller sounded like it was full of sand. They did not remember dropping the controller at all and said they noticed this last night when they moved the controller and it sounded like something rolled inside of it. The circumstances that led to the reported issue were unknown. Replacement devices were requested. No symptoms or further complications reported.